Event description:
It was reported that during a procedure to treat an unknown coronary artery, the 3.5 x 8 mm vision stent delivery system (sds) was advanced to the lesion; however, the stent was not seen, and the sds was removed. Angiography confirmed that the stent was not in the patient. The stent could not be found, and it was thought that the stent was removed with the protective sheath during un-packaging, and discarded. The patient was treated successfully with four additional vision stents. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that the instructions for use states: prior to using the multi-link vision rx coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.